Event description:
According to the facility on 03/21/23 "the screw broke off at the head in the patient".

Manufacturer narrative:
According to the facility on (B)(6) 2023 "the screw broke off at the head in the patient". Per the facility "the top of the screw was removed from the patient but the implanted part was left". Per the facility this event occurred during the middle of the case, but there was reported to be no impact to the surgery. No additional information is available at this time. The sample is not available to be returned for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.